Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during incoming inspection, a foreign substance was found in the sterile packaging. There was no patient involvement

Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. Review of product determined that the product is acceptable per the acceptance criteria. Since the returned device met acceptance criteria, the device history record was not reviewed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.